Event description:
Additional information was received via an implant card indicating the patient underwent generator and lead replacement surgery on (B)(6) 2009 due to a lead discontinuity. Good faith attempts to obtain further information from the reporting physician have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.